Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer pump shut down due to power loss and experienced high blood glucose. The customer¿s blood glucose level was 14.3 mmol/l. Customer stated high blood glucose occurred due to pump shutting down and not providing any insulin. The insulin pump will be returned for analysis.